Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
The patient presented to the clinic after receiving an alert. Device interrogation revealed that the battery had reached eri. Premature battery depletion suspected.

Manufacturer narrative:
The reported field event was confirmed. Analysis found an anomalous rf module. It is believed that the rf module failure caused an excessive current drain, which depleted the battery.